Event description:
It was reported that a malfunction related to the pump occurred, identified by the malfunction code 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level stated in the report. Actions taken included attempts to reset the pump, which resulted in the same malfunction, and plans were made to return the device, with a replacement pump already assigned.